Event description:
It was reported to boston scientific corporation that a flexible probe was used during a ureteroscopy procedure performed on (B)(6), 2011. According to the complainant, there was a 6mm stone, so a 10 x 12 access sheath was applied and a probe was place in a flexible ureteroscope. Once this was completed, the stone started to break apart. Once the stone was broken, the stone was engaged with a basket and the scope was brought out of the patient. Once removing the basket and scope, it was noted that the ureter was not connected. The patient was sent to another facility and is reported to be recovering and doing okay. Although an attempt was made to obtain additional follow up, there is no further information regarding this event.